Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. (B)(6). Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in cmplnt-(B)(4).

Event description:
It was reported that a patient experienced peritonitis ad subsequently died coincident with peritoneal dialysis therapy. The cause of the peritonitis was considered to be due to decreased condition. On the same day as onset, the patient was hospitalized for the event. The peritonitis was manifested by turbid drainage. On the same day of hospitalization, the patient was treated with amikacin (intraperitoneally ,dose and frequency not reported), vancomycin (intraperitoneally, dose and frequency not reported) for the event. On the same day as onset of antibiotic therapy, treatment with the amikacin and vancomycin was discontinued. One day after admission the patient began treatment with maxipime (intravenously, dose and frequency not reported) for peritonitis. Dialysis was permanently discontinued on an unreported date. The patient remained hospitalized and was reported to be recovering from the peritonitis event at the time of death. The cause of death was reported to be due to a heart condition. It was not reported if an autopsy was performed. Pd therapy was discontinued prior to death. Additional information was requested but is not available. This is report 2 of 3 involved in this event.